Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level below 49 mg/dl; cause was not known. Reportedly, the customer fell due to their bg level and hit their head and scratched and scraped their elbow. The customer was treated with intravenous fluids of saline and sugar water. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.